Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a case/condition, moisture ingress issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 24-jan-2019 with the following findings: on investigation, the battery compartment was confirmed to be cracked. There was evidence of moisture ingress in the battery compartment. Investigation duplicated the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored.